Event description:
The reporter indicated that on (B)(6) 2021 a 13.2mm, vicm513.2, -9.00 diopter, implantable collamer lens tore/broke during injection/delivery into the eye. The lens was implanted, removed and replaced within the same surgery and the problem resolved. There was no patient injury. In the reporters opinion the cause of this event was user error. It was reported that it was unknown if the device fail to perform as intended.

Manufacturer narrative:
Patient identifier: (B)(6). Weight, ethnicity, race: unk. This product is not marketed in the us. Work order search: no similar complaints were reported for units within the same lot. Claim # (B)(4).